Manufacturer narrative:
Combination product: yes the returned device was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The instrument was returned inside of the dispenser, with the stent protector applied. The stent is located on the balloon, displaced by 4.5 mm in distal direction and seems to be reapplied. The balloon is still well folded and shows no signs of inflation. Microscopic inspection revealed stent imprints on the exposed balloon surface, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100% and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
An orsiro drug-eluting stent system was selected for treatment of the rca. The orsiro stent dislodged when taking out the transportation wire. Originally reported on MDR-(B)(4), but the lot number was incorrect. We are closing that report and opening this one with the correct lot number.